Event description:
It was reported that the pump and catheter had been explanted as the patient experienced withdrawal symptoms and poor catheter aspiration was noted. The device was reportedly replaced with another from the same manufacturer. The pump was infusing baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced spasms, tachycardia, clonus, itching, and sweating. It was noted that the catheter issue was occlusion at an unknown location. The catheter issue was notably identified during a side port aspiration on (B)(6) 2014. It was noted that surgical intervention occurred on (B)(6) 2014 when the device was replaced. Catheter segments were reportedly not left in the intrathecal space. It was noted that the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the pump found no anomaly. Analysis of the catheter revealed no significant anomaly, and acceptable catheter testing. The catheter body had dried drug or blood occlusion and an abrasion on the catheter body. No leaking was seen during the pressure test.